Manufacturer narrative:
Implant regio 33 fractured. Construction was a removable lower jaw prosthesis placed on 2 telescopes. Bone loss caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.